Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('severe bleeding/gen.abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("severe pelvic pain"), migraine ("migraines") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, abdominal pain, pelvic pain, migraine and dyspareunia outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/sympt diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified):bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Outcome of the event severe bleeding/gen.abnormal. Bleed were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("severe pelvic pain"), migraine ("migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, abdominal pain, pelvic pain, migraine and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.